Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented to the hospital for a device check. Upon interrogation, it was noted that the right atrial (ra) lead exhibited poor parameters, and the right ventricular (rv) lead exhibited elevated capture threshold. Chest x-ray confirmed that both the ra and rv leads were dislodged. Both the ra and rv leads were explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and inadequate capture threshold. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture threshold was not confirmed. Visual inspection did not find any anomalies on the lead body. X-ray examination found the inner coil at the connector region to be over-torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, and despite the inner coil being over-torqued at the connector region, the helix could be extended/retracted by applying torque to the connector pin. The full helix extension length measured within specification.